Event description:
The recipient reportedly experienced decreased performance. Device testing revealed results within normal limits. The recipient decided to proceed with revision surgery. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top cover and fantail, and the electrode was severed along the lead prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed corrosion of electrode wires. The failure of this device is attributed to an electrode short in the electrode pocket. A corrective action was implemented. This version of the ultra is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.